Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the doctor found blue foreign material and collected while in use of trocar with a clip applier. After the surgery, doctor checked sealed part and found the damage on the 12mm trocar. A 5mm trocar was also used at this surgery but no failure report received for it.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. The trocar was received. The obturator was not received. The circular seal was cut on the device. The envelope seal was intact. The device passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.